Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had the insulin pump for a couple of years and today his blood glucose went down to 40 mg/dl. Customer does not know what he did to the buttons. Customer got nervous and started to panic. Customer's blood glucose is now normal and getting close to 300 mg/dl because he had coca-cola and peanut butter. Customer declined troubleshooting for low blood glucose. Customer checked the bolus wizard and found that he had switched to grams to exchanges. Customer was assisted in setting carb units back to grams. Customer went to enter carbs and stated that it now shows 0 and it is right. Customer's basal settings were reviewed and found to be correct.